Manufacturer narrative:
(B)(4). Baxter evaluated the device. The alarms were identified during a review of the event history log and are considered confirmed. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to cause false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.